Event description:
It was reported that the patient's heart rate was in the 40s with three to four second pauses. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.